Manufacturer narrative:
Concomitant medical products:1888tc lead, implanted: (B)(6) 2009.

Event description:
It was reported the lead was suspected to be fractured and it displayed noise. Re-programming was performed and the lead remains in use until medical decisions can be made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.